Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead may have nicked after the physician used a bovey and placed the lead. The physician moved the suture sleeve over the area. Furthermore, the device was checked the next day and all was looking good. Additional information indicated that the physician saw a cut in the insulation and decided to use the suture sleeve to cover the area in question. All lead measurements were normal post procedure and the patient will be monitored. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead may have nicked after the physician used a bovey and placed the lead. The physician moved the suture sleeve over the area. Furthermore, the device was checked the next day and all was looking good. Additional information indicated that the physician saw a cut in the insulation and decided to use the suture sleeve to cover the area in question. All lead measurements were normal post procedure and the patient will be monitored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on h10 additional MFR narrative.